Manufacturer narrative:
On 4/3/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 4/10/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient was 38 and also experienced capsular contracture on the left side. Hence, patient's age has been updated to "38" under field a2, and capsular contracture code has been added under field h6 on this form. Also, mentor became aware that patient underwent bilateral explantation and replacement with catalog number 3505001bc; serial number (B)(4) on the left side and catalog number 3504501bc; serial number (B)(4) on the right side on (B)(6) 2020. On (B)(6) 2020, mentor became aware that baker grade experienced by the patient was IV. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual inspection of the sample, it was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 250cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. As a result, the device was explanted on (B)(6) 2020.